Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a dropout of stimulation for two minutes on (B)(6) 2019. The rep asked if the dropout could be traced with a device data file they provided. The device data file showed no device abnormalities such as power on reset (por), overdischarge, or other losses of therapy. The latest recharging session looked good. The log of manual on-off activations showed nothing on (B)(6) 2019 with the closest activations before and after on (B)(6) 2019 and (B)(6) 2019. Additional information was received from the rep. It was noted that the ins was implanted in (B)(6) of 2019. It was reported that they didn't know why the stimulation dropout occurred. It was unknown if any additional dropouts occurred as the patient needed to come back to the hcp. It was noted that this information was confirmed with the physician/account.